Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the error code did not appear again. The caller was advised to wait 20 minutes to start their sensor session and acknowledged the instructions.